Event description:
User alleges that the tracheostomy tube was inserted in ER with difficulty due to patient condition. When they went to remove the obturator the top part broke off leaving the remainder of the obturator in the trach tube and not allowing ventilation. Hemostats and approximately 30 seconds of time were taken to get the obturator out of the trach tube. Another trach tube was used.